Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge with an unspecified handpiece and qualified viscoelastic. Associated product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The intraocular lens (iol) product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4)

Event description:
A surgical director reported an inflammatory response in an eye following an intraocular lens (iol) implant procedure. The patient experienced a fibrous anterior chamber( ac) reaction. The ac reaction was intense with cells and fibrin post operatively. The patient's symptoms resolved. Medications, both systemic and topical, were used to treat the patient.. The lens remains implanted.